Event description:
Baxter product surveillance rec'd a report from a home pt;'s nurse that the minicap had fallen from their transfer set. The transfer set was first placed on 4/19/2006, also the date the catheter was installed for peritoneal dialysis (pd). On 5/3/2006, the pt first began training on pd. The home pt is responsible for their own exit site care. There was no antibiotics administered, and therefore, no pt injury or medical intervention associated with this incident.